Event description:
Information received from the medwatch report# (B)(4). Treatment of an avm (arteriovenous malformation). During the procedure and after the onyx injection, it was reported the marathon microcatheter tip became stuck in the cerebral vessel and fractured as it was withdrawn from the patient. The proximal end of the catheter fragment was located in the supraclinoid segment of the right ica (internal carotid artery). It was reported the patient expired on (B)(6) 2014, but the relationship to the device was not reported. No further information was available. Same event as MDR# 2029214-2014-00775.

Manufacturer narrative:
Received additional information stating that the patient sustained an intracerebral hemorrhage and was found to have a right parietal av malformation on noninvasive angiography. The avm was located in the right posterior cerebral artery measuring approximately 6 cm in greatest dimension. The cause of death (per autopsy) was intracerebral hemorrhage due to arteriovenous malformation. The ica was tortuous. Regarding the catheter fragment, a 7mm gooseneck snare was advanced through a prowler select plus microcatheter in an attempt to snare the catheter fragment and withdraw it, but this could not be accomplished. Angiography at this point revealed substantial embolization of the avm feeder vessels, preservation of flow in the nutritive branches, and the retained catheter fragment. The procedure was discontinued at this point. Documentation noted following surgery as well as documentation from the discharge summary stated the patient presented to the sicu s/p partial embolization of the superior and inferior trunk of the right mca (middle cerebral artery) and partial embolization of the right posterior cerebral artery. The patient¿s right pupil became larger than the other and the patient went for a head CT (computed tomography). Propofol was initiated in order to obtain CT of brain and discontinued upon return to snicu. Neurosurgery was present upon return to snicu for neurological examination which had acutely worsened. Pupils fixed and dilated, unresponsive in all four extremities, no cough, no gag, no corneals, continues to over breathe on the ventilator following evaluation, the patient was taken emergently to the operating room for bilateral ventriculostomy placement and was transferred to the surgical ICU. Intervention was unsuccessful and patient was extubated and the patient expired. (B)(4).

Manufacturer narrative:
The lot history record review was not possible as the lot number was not reported. The device has not been returned for analysis; therefore, the event cause could not be determined. (B)(4).